Event description:
The issue occurred during reprocessing.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to a correction required. Updated fields: g3, g6, h2, h3, h4, h6, and h11. Corrected field: b5. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: screen goes completely dark. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the screen becomes noised is due to printed circuit board failure and cable oxidation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center had image noise that led to no image. The issue occurred during set up. There were no reports of patient harm.